Event description:
After her pda duct occluder device deployed, angioseal 6r - seal vip vascular closure device (MFR terumo medical group, ref# 610130, lot# 06093778) was deployed but hemostasis was not obtained. The foot plate inside the vessel dislodged and remained inside pt. Right foot pulse present.